Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy. Imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the band misfired. The procedure was prolonged and was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fully recovered.